Event description:
The customer's mother reported her daughter's blood glucose history. She also stated there was no bolus given as her daughter was at a sleep over. The pod was then removed and she noticed the cannula was pinched at the top. There was a lot of blood noted as the insertion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damage cannula or to determine whether it contributed to the reported hyperglycemia or hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.